Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. After the two non-bsc guidewires crossed the lesion, a 2.50x32mm synergy¿ drug-eluting stent was advanced with parallel technique, however, resistance was encountered and the physician did not apply excess force. During insertion, cineangiography showed that the shaft of the stent deliver system (sds) was detached more than 15cm from the hub and would not come out over the wire. The detached sds had remained inside the guide catheter and were completely removed from the patient as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at 585mm from the strain relief. A visual and tactile examination found a severe kink at the port bond skive. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. A 0.0135" guidewire could be inserted through the device with no issues. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. A 0.0135" guidewire could be inserted through the device with no issues. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery. After the two non-bsc guidewires crossed the lesion, a 2.50x32mm synergy¿ drug-eluting stent was advanced with parallel technique, however, resistance was encountered and the physician did not apply excess force. During insertion, cineangiography showed that the shaft of the stent deliver system (sds) was detached more than 15cm from the hub and would not come out over the wire. The detached sds had remained inside the guide catheter and were completely removed from the patient as one unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.